Event description:
A customer contacted global technical service (gts) regarding a system error 2240 during dwell 5 of 5. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were used. The patient did not disconnect prior to the alarm or observed air. All bags were not properly connected. The hp disconnected the final line bag and was attempting to connect a new bag to the same line. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4) the complaint was confirmed. The cause of the system error 2240 was use error. There was no reported device malfunction therefore no further investigation will be performed. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.